Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Iop elevated from baseline is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).

Event description:
A facility representative reported that follwoing an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and elevated iop with pupillary block. The lens was explanted. Cause of the event is unknown.